Event description:
It was reported that the customer had a broken holster. The customer stated that he needed a replacement. The customer's blood glucose was 39 mg/dl. The customer treated his low blood glucose with food and juice. Advised that a replacement holster would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.